Event description:
It was reported that the device had water damage. The device was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event. Main pcb (printed circuit board) and lcd (liquid crystal display) have corrosion in numerous locations. Upper case is broken and corroded. Lower case, lead flex cover, both pcb screws, and both interconnect ribbon cables are corroded. Battery contacts are compressed. Battery flex and heart lead flex are contaminated.